Manufacturer narrative:
Summary of the investigation: with the available information, boston scientific confirmed that an unintentional battery depletion error had been declared by this device. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to b5 for more information regarding the specific circumstances of this event. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory and our investigation is considered complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) alert. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the alert was benign due to extended magnet application and the alert could be disregarded. Ts also noted that the device could be interrogated in-clinic to stop beeping tones. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.